Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was returned used and fractured in two pieces. It was also noted that the fracture location was found at the end of the fluted portion and is relatively planar and perpendicular to the axis of rotation. Biomaterial was also found on tool. The likely cause of failure was an applied side load (bending) to the tool when it was not rotating. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a craniotomy procedure, the tool was broken and part of it remained in the patient's body. It was confirmed that the tool was retrieved via x-ray examination post revision surgery. On follow up, it was reported that there was a 30-minute procedure delay but it was completed with a back up device. The patient had no further issues post-surgery.